Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, getinge service has not been requested by the customer. A repair has not been performed and information about the iabp is not available. However, it is believed that this issue is clinical in nature and not caused by a malfunction of the iabp. The getinge clinical/sales team has been notified and will consult with the customer. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that a patient was brought into the operating room for an open heart case already connected to the cardiosave intra-aortic balloon pump( iabp), and when the case was started, the ECG signal on the iabp was lost for a period of approximately 10 minutes. The perfusionist changed the iabp from auto mode to semi-auto mode and began adjusting the timing and cycling through the different ECG lead configurations. The ECG signal eventually reappeared on the iabp display and remained throughout the duration of the case. The patient was also connected to another ECG monitor which never lost signal. There was no patient harm or adverse event reported.